Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. The device header was inspected for silicone to silicone bonding on the seals in the lead barrel. Damage to the inner seals was found. The device header was examined under high power microscope, seal plugs and adhesive appeared normal and seal appears to be intact. The device passed all manual electrical measurements and paced and sensed normally during testing. Analysis confirmed silicone to silicone bonding in the device header.during most pacemaker replacement or lead revision procedures, the lead(s) are removed from the pacemaker header with minimal resistance. On occasion, leads may become or feel stuck in the header of the device for various reasons. Guidant (now boston scientific crm) has been actively monitoring these observations and have been investigating the causes of lead removal difficulty. The appearance of the atrial inner seal rings in this device header suggests that the interaction of the silicone surfaces of the lead and the pacemaker header became partially bonded over time, thereby making removal difficult. While there have been reports of leads stuck (frozen) within device headers involving a variety of device/lead manufacturers, we have determined that pdm/pd2 is-1 compatible devices, when used in conjunction with is-1 leads, may be more likely to experience stuck leads than other guidant device/lead connector combinations. The discovery ii pacemaker involved in this event has an is-1 compatible header, and the fineline ii lead involved has an is-1 connector; therefore, the likelihood of this lead becoming stuck is greater than other device/lead connector combinations. Engineering analysis identified two main contributing factors for stuck is-1 leads in pdm/pd2 is-1 compatible headers which include the pacemaker header seal design and interaction of the silicone portions of the lead terminal and header inner seal.

Event description:
Boston scientific received information that during the routine device replacement procedure, the atrial lead could not be removed from this pacemaker's header. The atrial lead was surgicaly abandoned and replaced. The device was removed, replaced, and returned for analysis. No adverse patient effects were reported.